Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with broken belt clip rails, cracked case behind the device at the battery compartment, cracked battery tube threads, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 469 mg/dl at the time of the incident. Customer also reported crack on the back of the insulin pump. The device will be returned for analysis.